Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 17, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 17, 2024, was filed inadvertently. There was no reported infection, and the oral antibiotics administered were prophylactic. The correct date of awareness is (B)(6) 2024; not (B)(6) 2024 as previously reported.